Event description:
This is a spontaneous consumer report from (B)(6) of fever and bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis manifested by abdominal pain, cloudy effluent and fever. On (B)(6) 2010, the patient was hospitalized. On an unreported date, the patient was treated with (unspecified) antibiotics. The outcome for the event of fever was not reported. The event of bacterial peritonitis was ongoing and improved. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality for the event of fever. The reporter stated the event of bacterial peritonitis was unrelated to dianeal. The root cause of the bacterial peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.